Manufacturer narrative:
The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown transfer set leaked and the patient experienced peritonitis. Fluid was noticed leaking from the transfer set even after closing the device. On an unknown date, the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies and durations not reported) for peritonitis. The transfer set was changed during hospitalization. Action taken with pd therapy and the patient¿s recovery status were not reported. No additional information is available.

Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.